Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery during prime. Customer's blood glucose reading was 239 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.